Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red. There were no allegations of any bleeding, oozing or weeping wounds. The patient does have hashimoto and history of sensitive skin. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient while in facility, but there is no indication that the patient received medical intervention for the irritation.